Event description:
Pt revised to address pain and possible loose body.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not show any other reports against the manufacturing lot. The initial reporting indicated the product was not suspected of failing to meet specifications or contributing to the event. The investigation could not draw any conclusions about the reported pain. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.